Event description:
During an endoscopic stenting procedure for a stenosis in the right intrahepatic biliary duct, the physician used a cook endoscopy zilver expandable metal biliary stent system. The physician attempted to cannulate the stenosis area, but was unsuccessful due to the diameter of the stenosis. The stenosed area was dilated with a dilation balloon; however, the dilation was reported to be "not enough". The introduction system was reinserted into the stenosis area and the stent was released successfully. The stent would not fully expand due to the diameter of the stenosis. The tip of the introduction system became caught in the middle of the stent. The physician waited 30 minutes for the stent to expand fully, but the stent did not expand further. The handle was cut from the delivery system and the endoscope was removed. The introduction system was left exiting the pt's mouth. Four days later, the introduction system was removed from the pt endoscopically by grasping the outer sheath of the introduction system with forceps in the area of the papilla. No additional medical procedures were required due to this occurrence, other than what is described above. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for eval. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: we were unable to conduct a full investigation because the product was not returned for eval. A definitive cause for the reported observation was unable to be determined. Information indicated resistance was encountered when the introduction system was advanced. Resistance of this nature can occur if the stent is placed in a severe stricture. A caution located in the instructions for use advises the user to avert stent placement if the stent will not advance through the stricture. The contraindications listed in the instructions for use include inability to pass the wire guide or stent through the obstructed area. Attempting to place the stent in a severe stricture is the most likely cause for resistance during removal of the stent introduction system. The additional info provided indicated a sphincterotomy and adequate biliary dilation were not completed prior to the stent deployment. The instructions for use for this product line advise the user that a sphincterotomy and/or dilation of the stricture area may be performed to ease deployment in narrowed strictures. These activities will aid in smooth stent deployment. Not performing a sphincterotomy and inability to achieve adequate results from biliary dilation are likely to have contributed to this observation. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. No corrective action is warranted at this time because this report was unable to be verified. The info provided suggests the pt's condition (i.e. Stenosis) affected the effectiveness of the device (difficult removal of the introduction system from the stent). The likelihood of this type of occurrence is rare. Customer quality assurance will continue monitor for complaint trends.